Event description:
It was reported that a bd intima-ii¿ closed IV catheter system had blood leakage at the prn and tubing junction after puncture.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8079074. Our records show the reported lot was manufactured in april of 2018 and determined that this is the only instance of a leaking tubing being reported in this batch of intima ii. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. During the investigation of the sample submitted by the facility, our investigators noted a small crack located on the adapter, discovered through the use of leakage testing. The returned product's swage dimensions were measured by our team and found to be within product specifications. However according to previous investigations, depending on pressure variance in the autoline's swage pressure it is possible for the machine to become misaligned allowing for the resulting crack to form in the device. A review of our line determined that the machine is in the proper orientation and operating normally. We are currently conducting a long term study to determine the root cause for this event. Bd will continue to track and trend for this issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system had blood leakage at the prn and tubing junction after puncture.